Manufacturer narrative:
The device had no unexpected no delivery or occlusion alarm noted during priming. In addition, it also had no insulin flow blocked alerts noted during testing. The device passed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test, prime and seating test. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving insulin flow blocked alarm during priming. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed. The customer was advised to clear the alarm by selecting rewind. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer stated the insulin did exit. They were advised to rewind pump, reinsert reservoir into pump and run the load reservoir and fill tubing to at least 5.0 units. The customer stated the insulin pump alarmed insulin flow blocked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.